Event description:
It was reported by the customer that the device powered off inappropriately during pt use. It was indicated that when the device was powered on again it stayed on for 1-2 minutes and then, it powered off again. There were no adverse affects to the pt reported as a result of device use. The pt's condition was described as non-critical and no other pt details were provided.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplement report on this event to the FDA as provided by 21 cfr 803.56.